Event description:
It was reported that, "during the surgery, the surgeon implanted a tibial component with bone cement on the pt tibia bone with the tibial impactor/extractor. The surgeon loosened the screw of the device and pulled up the side bars but he could not dissociate the tibial impactor/extractor from the tibial component. Therefore he removed the tibial component with the tibial impactor/extractor from tibia bone and he tried to dissociate them again and again. As a result, he succeeded in dissociating them and implanted the tibial component with other impactor."

Manufacturer narrative:
Eval summary: results of the investigation show that the returned device is functional. The exact cause of the event could not be determined because the reported event could not be reproduced. It is likely that the device was not sufficiently lubricated, which could cause the device to seize. A review of the device manufacturing history records indicated that devices from the reported lot were accepted into final stock with no reported discrepancies related to this event. As review of the product experience reporting database indicated that there have been other previously reported events where a tibial impactor/extractor has seized, causing the tibial component to fail to release from the tibial impactor/extractor. A trend has been previously identified and addressed via field communication regarding lubrication of the device prior to use in order to prevent galling and seizure.